Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
This is a follow up report. The lab evaluation was completed on 19-oct-2020, however the investigation s still on-going. Per rep - 08sep2020 : rcp turned into a rendevous (accessing the cbd by using an eus needle to go into the upper part of the cbd, advancing a wire guide down through the cbd out the papilla-then the wire guide is pulled up through the duodenoscope-access to cbd is successful. Then any devices can be used to complete the ercp. When an ercp is not possible because of a blockage, an eus is performed to visualize the area-an eus needle either the echo-hd-19-a or echo-19 can be used to access the area where a wire can be advanced for the above rendevous procedure to be performed. When the above rendevous procedure was being performed-the scope had a curve in the tip, there were 3 attempts to pull the stylet out so the wire guide could be advanced and all three (2 different nurses & the doctor) could not remove the stylet while in the scope. This needle was removed and an echo-19 was used successfully to complete the procedure. It is generally a challenging maneuver to come from above (rendevous) and if the anatomy causes the tip of the needle to be angled instead of straight, that can cause friction and the difficulty of the procedure to increase. The nurse tried to remove the stylet outside of the scope and it came out easily so the angle of the scope must have caused the stylet to have difficulty being removed. Did any unintended section of the device remain inside the patient¿s body? -no if yes, please describe. Was the patient hospitalized or was there prolonged hospitalization? -not that was reported. Did the patient require any additional procedures due to this occurrence? -no if yes, please describe. Did the product cause or contribute to the need for additional procedures? -no if yes, please specify additional procedures and provide details. Has the complainant reported any adverse effects on the patient due to this occurrence? -no. Has the complainant reported that the product caused or contributed to the adverse effects? -no. Please specify adverse effects and provide details.

Event description:
Additional information received 18-dec-2020 clarifying that there is no user error within this complaint, this supplement report is being submitted to updated the product problem code within section f.10. The investigation was also concluded on the 23-dec-2020, this supplement report will include the investigation conclusions within section h.

Manufacturer narrative:
Device evaluation: 1 unit of lot c1724502 of echo-hd-19_a was returned opened not in its original packaging. Clarification was requested from the clinician as follows; ¿my reading of the complaint description is that echo-19-a (access needle) was being used for an access procedure. However, as per the section highlighted in yellow above due to reported issue they swapped to an echo-19 to complete the procedure. Can you let me know if an echo-19 needle can be used for purposes as detailed here?¿ reply was received as follows; ¿echo-19 is supposed to sample targeted submucosal gi lesions, it is not to gain an access to lesion. Therefore, echo-19 needle should not be used for purposes as detailed here (rendezvous procedure).¿ as a result of the above an additional file was opened for ¿off label use - echo 19 device used to gain access.¿ lab evaluation: the device involved in the complaint was evaluated in the laboratory on 19 oct 2020. The distal end of the needle was found to be kinked a proximal kink below the sheath extender was observed. The proximal kink was attempted to be straightened manually but the stylet was still unable to be advanced or retracted clarification was requested as follows; ¿the complaint description states ¿the nurse tried to remove the stylet outside of the scope and it came out easily so the angle of the scope must have caused the stylet to have difficulty being removed¿. When the device was returned to cirl the stylet was not inserted fully and when I tried to advance or retract the stylet I was unable to. Can you please clarify if the stylet was inserted fully when being shipped back to cirl and if it was able to be advanced and retracted prior to shipment? A kink below the sheath extender was also observed during the lab evaluation can you please ask if this kink was observed by the nurse after the needle was removed from the scope as this potentially could be the reason for the stylet not advancing or retracting?¿ reply was received as follows; ¿the account saw the pictures below and does not remember the kink at the hub/sheath extender when using the needle in the procedure that was described. It could be that when it was sitting in a patient belonging bag for some time and then was shipped, that the kink happened then. Once it was placed in the bag, they believe it was in the condition as described when using in the procedure. Sorry they cannot be more specific but the assistant does not remember putting it in the patient belonging bag like that with a big kink at the hub.¿ the above reply would indicate that the proximal kink observed during the lab evaluation was most likely caused due to transport returns. The difficulty in being able to advance/retract the stylet during the lab evaluation was most likely due to this kink as well. Further clarification was requested as follows; ¿the following questions have already been answered: 3.2.12 was the stylet fully in place inside the needle when advancing into the targeted site? -no. 3.2.13 was the stylet partially removed when advancing into the target site? -yes-the stylet was pulled back so the sharp needle can enter the site easily. Do these answers pertain to the echo-hd-19-a (complaint device) or the echo-19 device which was used to finish the procedure?¿ reply was received as follows; ¿I believe it may have been the regular needle. Apologies for any confusion. The access needle is not sharp so the stylet must be kept in place while the needle is advanced to puncture the site. I believe in this case it was a rendezvous procedure (puncturing somewhere in the hepatic ducts or cbd with the needle) to gain access to cbd from above. The stylet is removed & then the wire is advanced from above & advanced down through the cbd and through the ampulla the opposite direction into the duodenum. This facility does all advanced procedures the rendezvous technique is done through both access needles & regular eus needles.¿ document review including IFU review: prior to distribution, all echo-hd-19-a devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl a review of the manufacturing records for echo-hd-19-a of lot number c1724502 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1724502. The notes section of the instructions for use, ifu0050-2, which accompanies this device instructs the user to inspect the device prior to use for any damage: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use (ifu0050-2). A definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to patient anatomy resulting in the scope having a curve in the tip as indicated in the complaint description causing a distal needle kink which in turn would have led to the stylet retraction issue. It was indicated in the complaint description that the stylet could be removed easily outside the scope so the stylet advancement and retraction issue observed during the lab evaluation is most likely to have resulted from the proximal kink below the sheathe extender which was most likely caused by transport returns complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
Per rep, on (B)(6) 2020, rcp turned into a rendezvous (accessing the cbd by using an eus needle to go into the upper part of the cbd, advancing a wire guide down through the cbd out the papilla-then the wire guide is pulled up through the duodenoscope-access to cbd is successful. Then any devices can be used to complete the ercp. When an ercp is not possible because of a blockage, an eus is performed to visualize the area-an eus needle either the echo-hd-19-a, or echo-19 can be used to access the area where a wire can be advanced for the above rendevous procedure to be performed. When the above rendevous procedure was being performed-the scope had a curve in the tip, there were 3 attempts to pull the stylet out so the wire guide could be advanced, and all three (2 different nurses & the doctor) could not remove the stylet while in the scope. This needle was removed, and an echo-19 was used successfully to complete the procedure. It is generally a challenging maneuver to come from above (rendevous) ,and if the anatomy causes the tip of the needle to be angled instead of straight, that can cause friction, and the difficulty of the procedure to increase. The nurse tried to remove the stylet outside of the scope, and it came out easily so the angle of the scope must have caused the stylet to have difficulty being removed. Did any unintended section of the device remain inside the patient¿s body? No. If yes, please describe. Was the patient hospitalized or was there prolonged hospitalization? Not that was reported. Did the patient require any additional procedures due to this occurrence? No. If yes, please describe. Did the product cause or contribute to the need for additional procedures? No. If yes, please specify additional procedures and provide details. Has the complainant reported any adverse effects on the patient due to this occurrence? No. Has the complainant reported that the product caused or contributed to the adverse effects? No. Please specify adverse effects and provide details.